Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positive result with ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing was performed with pcr and antibody testing both generated negative results. The customer stated the patient was asymptomatic. No additional information, including treatment and outcome was provided. The customer reported to medwatch number, mw5099820.

Manufacturer narrative:
Additional information: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.